Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant product: preamplifier daq916 sn# (B)(4). The devices were returned for evaluation and repair. The product analysis on both units (daq916 sn #(B)(4) and daq916 sn#(B)(4)) found the middle boards failed the electrodes test; the boards were replaced. The units received preventative maintenance, tested to product specifications, and returned to the customer. The most likely root cause for both units was determined as anticipated use characteristics.

Event description:
It was reported that two preamplifier units were returned to the manufacturer for evaluation and repair with alleged intermittent fu nction during nerve monitoring cases. Follow up with the customer found the units had been used with reported intermittent behavior during different cases but the customer did not know event dates, patient information, or details regarding each procedure. The customer has not used the units in months and finally sent them in for evaluation. The customer did confirm no patient impact or injury on any of the cases with the alleged intermittent behavior.